Manufacturer narrative:
The device was evaluated by olympus and a gap of adhesive was noted on the distal end due to peeling or a crack, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of "gross leak." Upon inspection and testing of the returned device by olympus, it was noted that a gap of adhesive was present on the distal end. This report is submitted for the malfunction of gap of adhesive. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the gap of adhesive on the distal end was an external force applied to the distal end through rubbing with excessive force during cleaning of the device. As stated in the instructions for use, as a preventive measure: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿